Event description:
Note: this report pertains to the second of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2009-01047 for a description of the first device. It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure, using a pinnacle pfr kit, the bullets detached when the physician tried to place the mesh legs through the two arcus tendineae. The bullets were not left inside the pt. The physician completed the procedure by manually putting the lateral mesh arms into the two arcus tendineae, and completed the case with no complications to the pt. The pt is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
Note: this report pertains to the second of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2009-01047 for a description of the first device. It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle pfr kit, the bullets detached when the physician tried to place the mesh legs through the two arcus tendineae. The bullets were not left inside the patient. The physician completed the procedure by manually putting the lateral mesh arms into the two arcus tendineae, and completed the case with no complications to the patient. The patient is reportedly "fine" post-procedure.

Manufacturer narrative:
The directions for use for the device includes the following precaution statement: "avoid excessive tension on the mesh during handling and positioning to prevent damage to the device." The most probable cause for the suture detachment is that the tensile strength exerted on the suture material exceeded the ultimate strength of the material, or a design limitation. The probable root cause for the suture detachment has been corrected from could not be determined to design. A CAPA has been initiated to address this issue. The probable cause of the cracked handle has been corrected from could not be determined to shipping damage from the hospital to boston scientific.